Event description:
It was reported the insulin pump alarmed no delivery. Customer blood glucose was not provided. Customer did not give further details in regards to the event it is. First attempt to get further information was done 02/25/2015. No further information reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer reported that the insulin pump had not alarmed no delivery when the blood glucose had been running high, and had not had any alarms. The customer reported the blood glucose to run over 400 mg/dl. The customer declined troubleshooting and reported that the issues did not result in serious injury or medical intervention.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.